Event description:
Staff heard bipap alarming, went into room and the bipap screen was black and the wrench was lit up. The patient was placed on nasal cannula until a new machine was brought to room, and was utilized without issue. This is a rental bipap vision.